Event description:
The customer contacted siemens and reported delay in processing patient samples on an atellica im 1300 analyzer due to failed daily maintenance. There were not generated discordant results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that daily maintenance failed reagent probe water pump exceeds maximum allowable duration at full speed on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed that the reservoir and cleaner were empty. Next, the cse installed new cleaner. Performed a clean shutdown and reboot of im module. The instrument homed successfully. Then, the cse primed the instrument, which was completed successfully. After that, a successful autocheck was performed, and maintenance was completed. Lastly, the cse processed quality controls (qcs), which recovered acceptably. There cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.